Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. A "scratch test" was performed for possible counterfeit product: the oral b logo stayed on-test indicates probable not counterfeit.

Event description:
Brush head fell off toothbrush while brushing teeth [device breakage] no adverse event [no adverse event]. Case description: (date of event: (B)(6) 2014). A consumer reported that her husband was using an oral b vitality toothbrush and the brush head fell off while he was brushing his teeth (B)(6) 2014. The case outcome was no symptoms. No further info was provided.